Manufacturer narrative:
One trio adapter was returned for evaluation with the middle port broken at the body of the adapter. No other anomalies were noted. Review of the device history record was not possible as the lot number is unk. Should add'l info become available in the future, a follow-up medwatch report will be submitted.

Event description:
It was reported that a port detached from the fast cath introducer at the proximal end. The event occurred pre procedure with no consequences to the pt.